Event description:
The consumer reported that the patient had a ¿clot¿ near where the stimulator was located. The patient suffered a stroke and was now completely paralyzed. The patient had a feeding tube because they could not swallow and could not speak. The patient¿s wife had turned the device off and stated it would not be turned on again. The results of any diagnostic testing were not provided and the patient¿s ultimate outcome remains unconfirmed. Follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Indication for use: parkinsons dual <(>&<)> movement disorders.

Event description:
Additional information received from a health care provider (hcp) reported the patient was last seen in (B)(6) 2014. The patient had a stroke on 2014-(B)(6). The hcp had not seen the patient since the (B)(6) 2014 appointment.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3389s-40, lot# v062134, implanted: (B)(6) 2007, product type: lead. (B)(4).